Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure that resulted in loss of glucose readings and automated dosing on the ilet bionic pancreas, after which an agent guided the user through re-pairing steps with a plan to confirm restoration of readings. No clinical signs, symptoms, or conditions were reported. Outcomes included interruption of automated insulin dosing and temporary loss of continuous glucose monitoring data with no health impact. User support included troubleshooting and education to re-establish sensor pairing. Investigation of this case revealed a communication and pairing issue between the cgm and the ilet system that resolved with re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and connectivity factors.